Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage keypad traces during visual inspection. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Unit had severely scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the moisture on the pump. Troubleshoot was performed and advised to disconnect from pump. It was also reported that the visible fluid under display. The insulin pump will be returned for analysis.